Event description:
Information was received indicating that a smiths cadd® medication cassette reservoir displayed an alarm with no message during the patient's use of the device. There was no reported serious injury to the patient.

Manufacturer narrative:
Evaluation results: two cadd cassette reservoirs were returned for investigation. The returned samples were received in used condition inside a plastic bag, without the original packaging. The samples were visually inspected at a distance of 12 to 24 inches under normal conditions of illumination. No abnormalities were observed with the cassettes. The investigator subsequently performed functional testing on the cassettes. The cassettes were fully primed and connected to the pump. The pump ran successfully without the activation of any alarms. The reported product problem was not replicated.